Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device analyzed the patient¿s rhythm once, which resulted in a ¿no shock advised¿ decision and prompted the user to start CPR. Thereafter the device powered off by itself. The customer stated that a backup device was available and was used. The patient was transported to the hospital. The customer did not provide any further details for the event or the patient. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer was unaware of the patient outcome after the patient was transported to the hospital. The customer advised that she was unable to provide any further details for the event or the patient.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device analyzed the patient¿s rhythm once, which resulted in a ¿no shock advised¿ decision and prompted the user to start CPR. Thereafter the device powered off by itself. The customer stated that a backup device was available and was used. The patient was transported to the hospital. The customer did not provide any further details for the event or the patient. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer was unaware of the patient outcome after the patient was transported to the hospital. The customer advised that she was unable to provide any further details for the event or the patient.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device analyzed the patient¿s rhythm once, which resulted in a ¿no shock advised¿ decision and prompted the user to start CPR. Thereafter the device powered off by itself. The customer stated that a backup device was available and was used. The patient was transported to the hospital. The customer did not provide any further details for the event or the patient. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. The customer was unaware of the patient outcome after the patient was transported to the hospital. The customer advised that she was unable to provide any further details for the event or the patient.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).